Manufacturer narrative:
The field service technician carried out sp-st-0002 stellaris and stellaris field test procedure, all the tests and checks performed passed. The technician then set up the machine with the surgeons settings file that was active when the problem occurred. The technician then repeated the procedure of rapidly changing the vacuum levels both down and up and could not reproduce the issue. The root cause is undetermined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
The device history record has been reviewed and there are no anomalies. No device problem was found during the service call on november 21, 2018. The field service technician was unable to reproduce the reported error. The investigation is ongoing.

Event description:
The user facility in the (B)(6) experienced a system shutdown during a pars plana vitrectomy. A nurse attempted to reduce the vacuum setting during surgery. The nurse pressed the vacuum down button on the screen several times in succession. The touchscreen became unresponsive, a vacuum fluidics module error presented and the system shut itself down during the procedure. The system was rebooted and the surgery was completed with the same tubing without further issues. The patient was awake during the procedure. There was no injury to the patient.